Manufacturer narrative:
The initial MDR 2432235-2016-00773 was filed on december 20, 2016. The first supplemental MDR 2432235-2016-00773_s1 was filed on december 21, 2016. Additional information (01/12/2017): while a siemens customer service was at the customer site, he performed troubleshooting as a preventive measure. Siemens continues to investigate this issue.

Manufacturer narrative:
The initial MDR 2432235-2016-00773 was filed on december 20, 2016. The first supplemental MDR 2432235-2016-00773_s1 was filed on december 21, 2016. The second supplemental MDR 2432235-2016-00773_s2 was filed on february 6, 2017. Additional information (02/23/2017): siemens technical support laboratory (tsl) performed in-house testing on the patient samples received by the customer. Tsl confirmed the customer's finding of discordant, false reactive result when run on immulite 2000 xpi instrument using kit lot 426. The samples were repeated on an advia centaur xp instrument, resulting non-reactive. The sample was treated with a non-specific antibody blocking tube and tested with kit lot 426. However, the value of the sample did not significantly decrease indicating that the non-specific antibodies were not causing false reactive results. Based on the information provided by the customer, the hsc specialist determined that the specificity of immulite 2000 xpi toxoplasma igg at this customer site was 99.1 percent. Immulite 2000 xpi toxoplasma igg instructions for use has 95 percent confidence limits ranging from 94.2 to 100 percent. Toxoplasma igg assay meets the IFU claim, therefore the assay is performing according to the specifications. The cause of the discordant, false reactive toxoplasma igg results on three patient samples is unknown.

Manufacturer narrative:
The initial MDR 2432235-2016-00773 was filed on december 20, 2016. Additional information (11/29/2016): while a siemens customer service engineer (cse) was at the customer site, the cse checked the water and substrate volume, wash spin and dilution wheel speed, vacuum pump functioning, and shaker bar speed. The cse cleaned the shaker bar, adjusted the tube lifter, replaced and adjusted the dual resolution dilutor seals, and replaced the sample probe. The cse also adjusted the reagent probe and performed sample and reagent probe adjustment in bead position. The cse then reset the pipoffset and ran water test, calibrations and quality controls, which were acceptable. The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. The instrument is performing within manufacturing specifications. Siemens is investigating the issue.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and did not find any instrument malfunction. The cause of the discordant, false reactive toxo igg results on one patient sample is unknown. The instrument is performing within manufacturing specifications. Siemens is investigating the issue.

Event description:
The customer obtained discordant, false reactive igg antibodies to toxoplasma gondii (toxo igg) results on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument, while using reagent lot 426. An old sample (sample (B)(6)) from the same patient was repeated several times on the same instrument, which also resulted reactive. Sample (B)(6) had resulted non-reactive when tested in (B)(6) 2016. Sample (B)(6) was repeated on two alternate platforms, which resulted non-reactive. The customer sent the original sample (sample (B)(6)) to the alternate laboratory to perform repeat testing. The customer did not provide the result obtained from the alternate laboratory. The discordant results were reported to the physician(s), who questioned them. The corrected results obtained from the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive toxo igg results.